Event description:
In 2010, polypropylene mesh put in after incision ventral hernia appeared. Few months later same problem. Another, larger mesh put in. In 2011, went in to repair previous mesh due to pain. Never repaired. Had a stroke after procedure. In 2015, football sized abscess on top of mesh. Blood infection and perforated bowel. Surgeon removed all he could. (B)(6) and (B)(6) 2015, back to back surgeries to remove old mesh. Have suffered stroke, numerous blood infections. Partial intestine removed. Cardio infarction, left side numbness, loss of peripheral vision, tremors, loss of balance, depression and anxiety. Numerous stays at hospitals and rehabs. In home therapy. Loss of drivers license due to seizures after stroke. Not to mention the toll on my family members and loss of permanent income. Now on disability. This all happened to my husband (B)(6). I am his wife. This mesh has devastated our lives. Manufacturer reported as "bbard".